Manufacturer narrative:
A ge representative evaluated the system and repaired a connector. No patient injury was reported.

Event description:
The customer reported the system will not produce an image. No patient injury was reported.